Manufacturer narrative:
H3, h6: the navio handpiece thumbscrew, part number pfsr100026 (japan), intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be established. A functional evaluation could not be performed because the device was not returned. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints found similar events. Although the reported problem was not confirmed a factor that may have contributed to the reported symptom may have been associated with mechanical component failure/damage. A CAPA, nc, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during set up for a navio assisted surgery, the navio handpiece thumberscrew was fractured. The procedure was finished with a smith and nephew back up device without delay. Since incident occurred before procedure, patient was not involved.